Event description:
It was reported during initial procedure that high pacing impedance and unspecified variable measurements was noted on the right ventricular (rv) lead. It was also noted that the helix kept retracting back. The rv lead was not used, and a new one was implanted. The patient was stable.